Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1have, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had lead migration after a fall. The patient's fall was listed as a contributing factor to the migration.  An x-ray was performed and lead migration was confirmed. The program was changed to case positive 0 negative and a full replacement was planned. Surgical intervention was planned, but not yet scheduled. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the plan was to revise the wire/battery but surgery date had not been scheduled as of yet.